Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer was hospitalized due to high blood glucose. Customer was hospitalized for two days. Customer was wearing insulin pump at the time of hospitalization. Customer reported that prior to hospitalization, she went out to eat and did not check blood glucose and did not give enough insulin. Customer could not bring blood glucose down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.